Event description:
It was reported that a balloon length was longer than expected. A 2.50mm x 15mm emerge balloon was selected for treatment. The emerge balloon was advanced to dilate the target lesion. While viewing the emerge balloon during an angiogram, the balloon length appeared to be significantly longer than expected. The emerge balloon appeared to not fit the length of the measured stenosis. The procedure was successfully completed with this device. There were no patient complications reported in relation to this event.